Event description:
A surgeon reported that during the insertion of an intraocular lens (iol), the haptic was noted to be damaged. The surgical incision was enlarged and the iol was removed and replaced. Following the surgery, the pt experienced corneal edema and her visual acuity was decreased. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The optic was torn/split (possibly cut) into two pieces. Customer indicated the use of an unapproved viscoelastic. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.